Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Although requested, patient demographic

Event description:
The customer notified bd with a reported issue of syringes not staying on the neutraclear. No patient harm was reported.